Manufacturer narrative:
A service engineer (se) reported that the issue was not duplicated during a running test. No further actions were performed by the se regarding the alleged malfunction.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the values on the monitor properly. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer reported that when the mask was reattached to the patient, the spontaneous breathing was no longer being detected as a trigger, and the values were not displaying properly. The issue was not reproduceable when the device was checked after being removed from service. The investigation is ongoing.